Event description:
It has been reported to philips that geometry movements were not possible. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were not possible. Review of the system log file showed that the malfunctioning of geo-pc. Upon further inspection, the fse found that the geo ipc was not booted properly. The fse reconnected the geo ipc. After reconnected the geo ipc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evalution method code was corrected.